Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of kinked cannula with an infusion set. Symptoms were noticed within 3 hours of insertion. Site of insertion was reported to be upper buttocks and was rotated regularly. Patient's blood glucose value at time of event was 290 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.